Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. However, it was noted that the proximal neck diameter was 22mm and 24mm at the aneurysm entry. The proximal neck length was 9mm. The patient had another manufacturer¿s device (y shaped graft) prior to the procedure. It was reported that during the index procedure the physician planned to add one aortic extension just below the renal artery to the bifurcated site (y shaped graft) located 5cm below the renal artery. Dsa measured a total length of about 5.5 to 6m. The aortic extension was implanted from the left ra. The proximal side was completed without endoleak; however, the distal side had a possible type iii (separation) endoleak. The physician decided to add another aortic extension for the endoleak and the final dsa showed that the endoleak was resolved. An additional dsa showed that a possible type ia endoleak was present. The physician tried the touch up approach; however, the endoleak was not resolved. The physician noted that the first extension cuff was able to seal the proximal side firmly; however, the suprarenal stent of the second device (implanted at the distal side) might have affected the sealing form of the proximal side. The physician also noted that it was possible that the first cuff extension might have had a type ia and a type ib endoleak and due to the blood flow counteracting each other the endoleak was unable to be determined. Cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient will be monitored by the physician

Manufacturer narrative:
(B)(4). Results: endoleak. Aortic neck length less than 10mm / not implanting a bifurcate. User related; interaction with other manufacturer's device previously implanted. Conclusion: endoleak. Aortic neck length less than 10mm / not implanting a bifurcate. User related; interaction with other manufacturer's device previously implanted.